Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) a debris strand was noted on the posterior surface of the lens during multiple procedures at different facilities. The physician noted the potential for ¿visual impacts¿. Patient harm was not reported. Additional information was requested; however, further information has not been received.